Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.

Event description:
The system 7 dual trigger rotary was sent for eval due to running on its own without user activation during a total joint procedure. The case was completed with the same handpiece without any procedure delay. There were no adverse consequences associated with the device.